Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie did not receive one implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Functional testing to recreate the reported events could not be performed due to the nature of the device & event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar events. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used, or customer error. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported events are non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Event description:
It was reported that the transfer coping screw broke while applying final torque. Broken portion was left in the implant until final restoration was ready to be placed. Now requesting screw removal tools to receive the broken portion from the implant.

Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D4: lot number are not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown. G4: additional 510(k) number are k011028 and k013227.